Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting a primary alarm failed message. The alarm light and speaker work normally. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. An authorized service provider evaluated the device and confirmed the reported problem. The central processing unit board will be checked.

Manufacturer narrative:
The customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.